Event description:
It was reported to philips that the device power indicator showed a red x with a chirp sound and "shock equip malf" was displayed on the screen. The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact.